Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported failure. Failure analysis (fa) found a broken conductor wire at the proximal end in the waterfall pulleys. The instrument failed the electrical continuity test. The root cause of this failure is attributed to manufacturing issue. Additional findings not reported by the site were that the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.037¿ - 0.172¿ in length and were not aligned with the tube axis. This failure is most commonly caused by mishandling/misuse. A review of the device logs for the fenestrated bipolar forceps (part# 470205-17 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2021 via system serial# (B)(4). There were 3 uses remaining after this last usage. This last usage of the device was before the reported event date, indicating that the device did not pass recognition or the issue was identified before installation on the reported event date. There was no photo or video provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This event is being reported due to the following conclusion: the instrument was found a broken conductor wire at the proximal end in the waterfall pulleys with no evidence or claim of user mishandling or misuse. Although there was no patient harm related to this event, if the product malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument no longer delivered energy. A similar backup da vinci instrument was used to continue with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer to request additional information. However, no further details have been received as of the date of this report.